Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to a power outage and displayed a cmos error message upon boot-up. No patient harm was reported. They sent the device in to nihon kohden for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to a power outage and displayed a cmos error message upon boot-up.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down due to a power outage and displayed a cmos error message upon boot-up.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported a power outage on the cns-9701a (mu-971ra sn:(B)(6)) and cmos error after reboot. Service requested repair service peformed customer was provided cns service manual. The unit was returned and evaluation confirmed the boot up issue. The cns gave a disk fail error. Hard disk drive (hdd) was replaced to resolve the issue. Motherboard battery (cmos) replaced also. The unit was tested per maintenance check sheet in service manual and was returned to the customer. No further reported issues with the unit investigation result the device was put into service on 08/15/08, which is almost 10 years prior to the reported issue. The warranty ended on 08/15/10. A review of device history found no previously reported issues with power outages or the unit's hdd. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. There was a reported power outage for the cns. This can contribute to degradation of the hdd. Information on if there was a ups connected to the cns was not provided. Issues with the hdd and ups could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual revision e. Per cns-9701a service manual, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Customer's internal maintenance for the unit is not available. A review of device history shows no tickets opened for hdd issues or replacement of the hdd in its 10 years of service. The issue occurred well past the device warranty period. The combination of power issues, age of the unit/hdd, and possible lack of ups is likely to have contributed to the hdd failure. Possible root cause is customer negligence in lack of proper set up and maintenance. The cns was able to notify staff of issue with disk fail error. Issue was resolved by servicing the unit. The repaired unit was returned to the customer on (B)(6) 2018 and there were no further reported issues for the unit. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 06/16/2018 not 07/13/2018 as listed on MDR initial report

Manufacturer narrative:
Manufacturer narrative: device evaluation: customer was provided cns service manual. The unit was returned and the evaluation confirmed the boot up failure. The cns gave a "disk failure" error message. The hard disk drive (hdd) was replaced to resolve the issue. The motherboard (cmos) battery was also replaced. The unit was tested per the maintenance check sheet in the service manual and was returned to the customer. There were no further reported issues with the unit. Investigation result: the root cause of the reported issue was determined to be a defective hdd. From the device information provided, the unit had been in service since 2008, which was almost 10 years at the time of the reported issue. The failure of the hdd was likely due to wear and tear as, over time, age and use increases the likelihood of parts failures. Per the cns-9701 service manual, the hard disk's expected life span is 2 years and the customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. The cns was working as designed and properly alerted the user with the "disk failure" error message. The issue was resolved by servicing the unit and there is no indication of improper/inadequate device design.